Event description:
Procedure type: pancreatectomy. According to the reporter: after firing, the tissue was not cut. Tissue was pushed in front of the knife, where it started to accumulate and then the knife got stuck and did not move forward. After opening the instrument, the tissue was broken but not cut. There was unexpected loss of tissue. No extensive blood loss. No prolongation of surgery by more than 30 minutes. Nothing fell into the pts cavity. No complications after surgery. Additional info requested via email.

Manufacturer narrative:
(B)(4).